Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: a visual and dimensional inspection was performed on the returned device. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined that the reported failure to advance and subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure of a heavily tortuous, heavily calcified, de novo, distal right coronary artery (rca), a perforation occurred in the left anterior descending (lad) artery. Therefore, a 2.8 x 19 mm graftmaster stent delivery system (sds) was advanced through the rca in an attempt to treat the lad perforation, but failed to cross due to the rca anatomy. The graftmaster was removed without reported issue; the perforation was treated with balloon angioplasty. Although the procedure lasted 35 minutes there was no reported clinical significance. The patient was treated by medical management and reported as stable and fine. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Correction: event description. Reg MFR site.

Event description:
Subsequent to follow-up #1 medwatch report, the information was reported: the graftmaster could not cross the left anterior descending coronary artery. The device was not used in the right coronary artery, as previously reported. No additional information was provided.